Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0377) on 11-aug-2015. The most recent information was received on 13-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('long periods now/ periods abnormally heavy') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("losing a lot of hair"), abdominal distension ("small framed healthy woman that has a little round belly now bloated look"), emotional distress ("upsetting and frightening experience"), feeling abnormal ("bad feeling"), fear ("I'm scared"), incision site pain ("my incision hurt so bad"), procedural pain ("I cant get the pain go away"), vomiting ("I threw up last night") and pollakiuria ("peed all night long") and was found to have weight increased ("gained 10 pounds"). The patient was treated with surgery (my tubes and coils were removed yesterday .). Essure was removed. At the time of the report, the menorrhagia, alopecia, abdominal distension, weight increased, emotional distress, feeling abnormal, fear, incision site pain, procedural pain, vomiting and pollakiuria outcome was unknown. The reporter considered abdominal distension, alopecia, emotional distress, fear, feeling abnormal, incision site pain, menorrhagia, pollakiuria, procedural pain, vomiting and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: feeling abnormal, fear , pain. Concerning the injuries reported in this case, the following ones were described via social media: incision site pain, procedural pain,vomiting,pollakiuria. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-may-2019: social media received reporter information was added. New event was added my incision hurt so bad, I cant get the pain go away, I threw up last night, peed all night long. Removal details updated. Case category became incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.